Event description:
It was observed that during service/maintenance, the cystonephrofiberscope had sheath and the glue damaged in the distal part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. During the device investigation the bending section rubber cement was found defective. The root cause could not be identified. According to the investigation, the suggested probable causes of the reported issue were traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.